Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an air in line printed circuit board failure. No repairs were performed as this is a stay-in device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Event description:
A report was received that the pt's precision system was explanted due to the device causing stroke like symptoms, migraines, and pain around the pocket site.